Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced a healing problem and a fistula at the implant site. The device was explanted on (B)(6), 2010. It is unknown whether there are plans to reimplant the patient with another device as of the date of this report.

Manufacturer narrative:
(B)(4).